Event description:
While attempting to thread the wire through, it got stuck. User attempted to pull the wire back out and it got stuck. User then pulled the needle out, but left the wire in. User then had pull the wire out and when it was out, it was noted that it had come apart, and unraveled. User feels that this occurred when they were trying to pull the wire back, and it got stuck.

Manufacturer narrative:
(B)(4). Event is still under investigation.